Event description:
Dr. Reported that two implants failed to integrate due to infection. Pt is reportedly fine. Pt is same pt as medwatch report #2023141-1998-00494.

Manufacturer narrative:
No observable defects could be found with the component themselves. Measurements taken met design requirements. Co was able to review the lot histories of the subject products and they were found to be acceptable per release criteria.